Event description:
About 30 minutes after the start of a routine hemodialysis treatment, patient became unresponsive, CPR was initiated but patient could not be resuscitated and expired. Cause of death was not reported and an autopsy was not performed. Patient had significant co-morbidities including iga neuropathy, unspecified acquired hemolytic anemia, critical aortic stenosis with valve replacement, severe mitral valve regurgitation, and history of ischemic cardiomyopathy.

Manufacturer narrative:
Review of the treatment log file indicates that the prime and alarms test passed successfully prior to initiating treatment and that during the treatment, the system appears to be functioning properly. There is no evidence of a device malfunction. The log file indicates that the treatment was stopped manually by the operator prior to completion of the prescription goals. Disposable cartridge was discarded prior to notifying nxstage of the event. Review of cycler device history records indicates that all acceptance criteria were met prior to release of the device for distribution. Nxstage medical considers this report closed. No additional info will be provided.